Event description:
Provider sent complaint regarding above customer who was operating a rental chair while hers was being repaired. Customer is alleging wheel came off the rental resulting in injury.

Manufacturer narrative:
The chair was evaluated by the provider before and after the rental and found to be operating to manufacturer specifications after function check. The nature of the complaint is unknown. Device is unavailable for evaluation.

Event description:
Provider sent complaint regarding above customer who was operating a rental chair while hers was being repaired. Customer is alleging wheel came off the rental resulting in injury.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available. Device is unavailable for evaluation.